Manufacturer narrative:
Catalog number reservoir 720182-01; serial number reservoir (B)(4); expiration date reservoir 12/05/2018; device manufacture date reservoir 12/2013.

Event description:
It was reported that the patient's inflatable penile prosthesis was replaced due to pump problems. The pump was collapsed. An empty reservoir was confirmed by ultrasound. The cylinders did not sufficiently fill to obtain an erection. This complaint was initially submitted to FDA via asr report q3 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.